Event description:
During an orbital fracture case, the screw heads popped off. The screws were disposed off.

Manufacturer narrative:
As the products were not returned the root cause cannot be determined. Potential root causes listed in the risk analysis for screw breakages are: bone was hard with resulting high torque. Application of unintended loads. Collision with other implant or instrument. Based on statistical eval, no indication was found for any device related issue.